Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the investigator was still unable to inflate the balloon. A microscopic examination identified a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no other issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues with the shaft of the device which potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03may2019. It was reported that the device could not be inflated. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified distal right coronary artery. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the device was advanced to the lesion area however the device could not be inflated. The procedure was completed with a non bsc device. No complications reported. However, device analysis revealed a balloon pinhole.